Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and intrinsic sphincter deficiency. It was reported that following insertion the patient experienced pain, erosion, extrusion and recurrence. It was reported that the patient underwent mesh removal on (B)(6) 2011 due to extrusion. Not additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Narrative it was reported that following insertion the patient experienced cystocele, urinary tract infections and vaginal bleeding.

Manufacturer narrative:
Date sent to FDA: 09/05/2017. (B)(4). It was reported that following insertion the patient experienced urgency and frequency.